Event description:
It was reported the system displayed an overload fault attributed to arcing. This was resolved by rebooting the system. An overload fault will result in a system shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.